Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed " compressor fault 3001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were observed during review of the device history logs.the device was put through extensive testing including full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.